Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the morning of (B)(6) 2010. The patient reported blood glucose results of "113 mg/dl" with the subject meter and "50 mg/dl" on another meter, performed greater than 30 minutes of each other. It is not known how the patient manages his diabetes or what action the patient took at the time of the alleged issue. About 10-1030am after the alleged issue begun, the patient claimed he felt symptoms of shaky, dizzy, looked pale and broke into a sweat. By 140pm that day, the patient took grape flavored glucose tablets as treatment. At the time of troubleshooting, the customer care advocate (cca) noted an approved sample site was used for testing. The patient did not have control solution to test the subject meter. It is not known if the patient made changes in their diabetes regimen or if the patient continued to test with the subject meter; however, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The 510(k) # is k062195.